Event description:
It was reported to boston scientific corp in 2008, that a zipwire was used during a ureteral stent introduction procedure on the previous month. (Pt age, gender and weight unk). According to the complainant, during the introduction of the stent, the zipwire "pasted" with stent and stent positioner. The physician removed the wire and the stent positioner using a forcep. The case was completed with this device. No pt complications were reported as a result of this event. The pt's condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record was performed and revealed no anomalies. In the fifteen month period ending in 2008, the reported failure mode was not within the top five for the product family. In addition, there were no similar complaints reported against the lot. A review of the labeling, including the directions for use, which are referenced on the label, shows that the device was used in accordance with the labeling.